Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 15:13:21. During night drain cycle one, the patient's ultrafiltration reading was 2315ml, indicating the home patient (hp) drained 2315ml more than their maximum programmed fill volume of 1600ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected: this complaint is an ancillary service event, and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-01047 for the investigation. If any additional information is received, a followup will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.